Manufacturer narrative:
(B)(4). Patient dob: 1940. Concomitant medical products: catalog #: 66022663, product type: palacos r + g (1x40), lot #: 86603591; catalog #: 66022663, product type: palacos r + g (1x40), lot #: 88354675; catalog #: 00599401592, product type: femoral component, lot #: 64027013; catalog #: 00598801113, product type: stem extension straight, lot #: 62893850; catalog #: 00598802014, product type: stem extension offset, lot #: 63775685; catalog #: 00599403214, product type: articular surface with locking screw, lot #: 63845399. Report source: foreign - new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient underwent a knee revision approximately three years post-implantation due to tibial tray loosening and malrotation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.